Event description:
Micrusphere 10 cerecyte microcoil 10 mm x 20.3 cm (csp10100030/f36074) kinked on back table. The coil could not be delivered into patient.

Manufacturer narrative:
Micrusphere 10 cerecyte microcoil 10 mm x 20.3 cm (csp10100030/f36074) kinked on back table. The coil could not be delivered into patient. The coil was returned undamaged. Therefore, the root cause of the coil becoming kinked on the back table cannot be determined. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.